Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('stent on right side was lodged in between fallopian tube and the ligament that support fallopian tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant) and abdominal pain lower ("pain on right lower side that radiated down to thigh") and was found to have a pregnancy with contraceptive device ("pregnant"). Essure treatment was not changed. At the time of the report, the uterine perforation, pregnancy with contraceptive device and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for abdominal pain lower, pregnancy with contraceptive device and uterine perforation with essure. Most recent follow-up information incorporated above includes: on 16-mar-2020: social media content received: pregnancy outcome was updated. Event coding changed from drug ineffective to device ineffective. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('stent on right side was lodged in between fallopian tube and the ligament that support fallopian tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("pain on right lower side that radiated down to thigh"), was found to have a pregnancy with contraceptive device ("pregnant") and was found to have weight increased ("gained 70 lbs after having essure"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the uterine perforation, pregnancy with contraceptive device, abdominal pain lower and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for abdominal pain lower, pregnancy with contraceptive device and uterine perforation with essure. The reporter considered weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report received. Event gained 70 lbs after having essure was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('stent on right side was lodged in between fallopian tube and the ligament that support fallopian tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("pain on right lower side that radiated down to thigh"), was found to have a pregnancy with contraceptive device ("pregnant") and was found to have weight increased ("gained 70 lbs after having essure"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the uterine perforation, pregnancy with contraceptive device, abdominal pain lower and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for abdominal pain lower, pregnancy with contraceptive device and uterine perforation with essure. The reporter considered weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.